Event description:
In 2005 it was reported that a bowel adhered into a mesh and required a new intervention. The mesh was initially placed in 2005 via laparotomy. The second intervention was performed about three weeks later and two intestinal loops were resected after removal of the adhesions to the mesh. The mesh was not explanted.